Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was having error message "fail safe" when turned on. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The reported problem was confirmed. Replaced the main printed circuit board, loaded the standard configuration and recalibrated all sensors. Pump produced multiple motor drive errors, to address the issue the stepper motor was replaced. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.